Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history identified no similar incidents reported from this lot. All available information was investigated, and the reported single leaflet device attachment (slda), leaflet grasping, and poor image resolution appears to be related to patient¿s challenging anatomy/procedural circumstances (thin leaflets). There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
This is filed to report single leaflet device attachment (slda). It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4. It was noted that due to patient anatomy, visualization was slightly difficult. One clip was successfully implanted without issues. A second clip delivery system (cds) was advanced and grasping was performed. Grasping was noted to be difficult, but the leaflets were successfully grasped; therefore, the clip was deployed. However, after deployment, the clip detached from the posterior leaflet and remained attached to the anterior leaflet (single leaflet device attachment/slda). No additional clips were implanted, and mr was at a grade of 2. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.